Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling and full functionality testing without duplicating the malfunction. The device's main board and battery board were replaced as a precaution. The device was recertified and returned to the customer. The batteries used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.